Event description:
It was reported that balloon rupture occurred. The patient presented with lower limb peripheral artery disease (pad). The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.